Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous lesion located in the circumflex (cx) artery. The device was inspected with no issues. The lesion was pre-dilated. Negative prep was performed with no issues. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that a strut of the stent was deformed while passing through the lesion due to the vessel tortuosity. The patient is reported to be alive with no injury. It is reported that the event was due to use of the device in difficult lesion morphology/anatomy, meaning the event was procedural related and not device related.

Manufacturer narrative:
Image review: the images capture a lesion site in the cx. The lesion site appears to be occluded. Pre-dilation is then evident from the images, after which blood flow is restored in the vessel. The images then capture further treatment of the cx with unidentified devices. There were no images capturing the attempted delivery, subsequent deformation or withdrawal of the resolute integrity stent. Product analysis summary: bends were evident on the hypotube which are consistent with the coiling of the device for return. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.